Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead rv defibrillation coil showed a "gap¿ a couple centimeters from the ring and the individual coils would move when the physician ran their finger over them. The physician was not comfortable using the lead, so a second lead was provided. The next rv lead was implanted but the lead helix would not deploy. The lead was removed and bench tested with the same results. A third lead was utilized and implanted without further issues. No patient complications have been reported as a result of this event.